Event description:
Breakage of lubinus sp ii stem.

Manufacturer narrative:
We already contacted the user to receive more info and material. So far we are not able to conduct a comprehensive investigation. This event occurred outside of the united states and involved a product that was manufactured outside of the united states. However, because the link lubinus sp ii total hip system also is marketed in the united states, link is submitting this MDR to ensure full compliance with 21 cfr part 803.